Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected rupture and recalled from the market.

Event description:
Patient reported left side "desperate because the prosthesis has been recalled from the market" and "suspected rupture". The device remains implanted.